Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch sf and the irrigation issue was noted after the device was used on the patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 07-aug-2025. A visual inspection and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed and pressure values out of specifications were observed. Dissection was performed around the shaft area and the irrigation tube was found bent in this area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation inadequate issue reported by the customer was confirmed. The potential cause of the irrigation tube bent could not be conclusively determined. The instructions for use contain the following recommendations: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch sf and the irrigation issue was noted after the device was used on the patient. During the procedure, the smartablate showed an error regarding the correct irrigation of the thermocool smarttouch sf catheter. First, they purged the system but the error showed up again. They replaced the irrigation system by a new one, but the issue still appeared. They realized that the irrigation was not perfectly coming out from the tip of the catheter; therefore, they replaced the thermocool smarttouch sf catheter with a new one and the problem was solved. The procedure was delayed by 15 minutes. The procedure was successfully completed. No patient consequence. The smartablate pump was used. Additional information was received on 15-jul-2025. The suspected device for the reported flow / irrigation issue was the catheter. The issue was noted after the device was used on the patient. During the applications, temperature raised and the applications stopped. They pulled back the catheter and they purged the system, so they realized that the irrigation was not properly coming out through the holes. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The smartablate pump was used. This irrigation issue was originally considered non-reportable, however, bwi became aware on 15-jul-2025 that the irrigation issue was noted after the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 15-jul-2025.